Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0013300887); product type: 0195-heart valves; implant date: non-implantable; explant date: na; product ID: l-evolutfx-2329 (lot: 0013126242); product type: 0195-heart valves; implant date: non-implantable; explant date: na. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, inside a patient with severe annular calcification, fluoroscopy check showed crown overlap to node 3. During deployment at the point of no recapture, the valve did not expand and an infold of the valve was noted. The cardiologist retrieved the transcatheter aortic valve and implanted a non-medtronic transcatheter valve as replacement therapy; the implantation was acceptable but the valve was not well expanded at the calcification level. No patient complications have been reported as a result of this event.